Event description:
It was reported that the customer broke the hip, and he was hospitalized. The customer then went to a rehabilitation facility; later he came back to the hospital, and last he went the hospice hospital where he passed away. It was state that the customer was not wearing the insulin pump for two days before he passed away. The daughter stated that the cause of his death was multiple systems failure, staff infection renal kidney, and diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.